Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter had a calcode issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged meter issue began during the afternoon on (B)(6) 2015. The patient manages their diabetes by self-adjusting their humalog insulin dosage based on subject meter readings and denied taking any action in response to their regular diabetes management regimen as a result of the alleged product issue. The patient reported that ¿2 hours¿ later they developed the symptoms of ¿double vision and dizzy¿, and in response to these symptoms the patient self-treated by administering an additional 2 units of humalog insulin at 5pm on (B)(6) 2015. At the time of troubleshooting the cca was able to resolve the issue with troubleshooting. The patient¿s products were requested for evaluation. Although the alleged calcode issue was resolved with troubleshooting during the patient¿s initial call with the cca, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.